Manufacturer narrative:
A maquet authorized tech inspected the device and found that a component from the suspension was broken. This investigation is on-going and the results will be included I a f/u report. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the surgical light system fell down from the central axis during surgery. No injuries were reported to maquet (B)(4). (B)(4).